Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask. The patient was not hospitalized for the event. Treatment details were not reported. Action taken with dianeal and extraneal therapies were not reported. At the time of this report, the patient had recovered. No additional information is available.